Event description:
The customer reported, the system is displaying regulator errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank, high voltage cable, and x-ray tube. System operates as intended. (B)(4).